Event description:
It was reported that during a percutaneous transluminal renal angioplasty treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 13mm in length, concentric lesion was located in the non tortuous and moderately calcified, 7mm in diameter, renal artery. The lesion was not pre-dilated. A 7.0mmx15mmx150cm express vascular sd stent was used. As the device was advanced into the target lesion, the shaft of the delivery system broke, and as a result, the stent was not deployed. The device was removed as one unit and the procedure was completed using another of the same device. No patient complication was reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the express sd was received inside a carrier tube (hoop). The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. The mid-shaft was kinked 2cm and 2.5cm from the guidewire exit notch. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal renal angioplasty treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 13mm in length, concentric lesion was located in the non tortuous and moderately calcified, 7mm in diameter, renal artery. The lesion was not pre-dilated. A 7.0mmx15mmx150cm express vascular sd stent was used. As the device was advanced into the target lesion, the shaft of the delivery system broke, and as a result, the stent was not deployed. The device was removed as one unit and the procedure was completed using another of the same device. No patient complication was reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.